Event description:
Reporter indicated that the pt expired from sleep apnea and that an autopsy would not be performed. It was also reported that the vns did not cause or contribute to the death. Patient's treating physician reported "pt found in the am, passed during sleep". Physician reported death "not related" to vns. No autopsy will be performed.

Manufacturer narrative:
No device malfunction suspected or reported in conjunction with the reported death.